Manufacturer narrative:
(B)(4). Date sent: 11/17/2020. D4: batch # p55j80. Device analysis: the analysis results found that the tcr75 reload was received with no apparent damaged and with the proximal 10 drivers up without staples and the remaining drivers down with staples present. The returned reload had the swing tab in the locked position. The reload swing tab was reset in order to fire the cartridge. The reload was tested for functionality with a test device and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # p55j80. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the radical resection of esophageal carcinoma surgery, on the first firing, after fired, noted some staples malformed with irregular shape. Used suture to oversew . There was no patient consequence reported. No additional information can be provided.